Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that during the procedure, the lcsc5 stalled continuously on tissue. The surgeon said he tried opening blade and reactivating it and trying small bits. Also cleaning the blade and retorquing it. Had to convert to a lcsb5 to complete the case. There was an extended or time.